Manufacturer narrative:
B3: estimated based on gfe response from sales representative as the issue had been ongoing for months.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the medical facility and will not be returned for analysis. Post operatively, there were no complications.